Event description:
It was reported that this implantable pacemaker exhibited noise. Physician is considering options for new device to potentially make it more amendable for magnetic resonance imaging. Boston scientific technical services (ts) discussed that the lead shows no evidence of lead fracture or pulse generator lead system integrity. This device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited noise. Physician is considering options for new device to potentially make it more amendable for magnetic resonance imaging. Boston scientific technical services (ts) discussed that the lead shows no evidence of lead fracture or pulse generator lead system integrity. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.